Event description:
It was reported that the atrial lead perforated the patient. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.